Manufacturer narrative:
Manufacturer's report date: 12/13/2007.

Event description:
Facility requested event log review to determine whether infusion stopped with no alarm. Reported that patient coded at 9pm in 2007. Norepinephrine drip was then started (4 mg/250 ml) and rate was titrated. Patient's nurse later went on break and nurse covering for her thought she had returned. Nursing not in room at time infusion ended and unsure if device alarmed for end of infusion; since patient was in isolation room behind double glass doors they feel sound of alarm may have been muffled by this, and no staff was in room. Bp fell, patient coded again around 5 am, and subsequently expired. Facility feels lack of norepinephrine infusion between 3:30 and 5am contributed to patient's death. Vasopressin, dopamine and plain fluids also infusing. Reporter was not sure which channel norepinephrine was on. Device event logs received and reviewed. The logs received indicate the only module attached to the pcu was delivering dopamine during time frame in question. Several requests made to facility for serial numbers and event logs of correct system infusing norepinephrine, with no response to date. Follow-up report will be submitted if correct event logs/device received for investigation.